Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue. In addition of the above evaluation, the device's blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, machine flow sensor, tubing-fio2, tubing- system board, tubing-blower chassis, tubing- low flow o2, cooling fans, cooling fan retainers, and muffler assembly needs to be replaced due to tobacco contamination. The software was uploaded to the latest version.